Manufacturer narrative:
Updated data: h6 - eval code method , eval code result and eval code conclusion analysis: review of the device history review (DHR) for this valve with serial number (B)(6), found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The valve remained implanted, so it was not returned to medtronic for product analysis. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: post transcatheter aortic valve replacement (tavr) transesophageal echocardiogram (tee) images provided from (B)(6) 2022. Evolut implant was shallow with mild paravalvular regurgitation. Aortic valve (av) mean pressure gradient (pg) of 30.87 millimeters of mercury (mmhg). Moderate mitral regurgitation (mr) with a mean pg of 8.14 mmhg. A possible secundum atrial septal defect (asd) was noted. Ejection fraction (ef) was measured at 60%. Post tavr coronary angiography demonstrated patent coronary arteries. Conclusion: stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or nonstructural dysfunction (e.g. Pannus, obstruction). Several factors could contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities), pharmacological factors, and/or intrinsic properties of the valve itself. Per the physician, the aortic and mitral stenosis was due to the progression of severe calcification; the valve was not a contributing factor to the mitral stenosis. Conduction disturbances, including cardiac arrest, are known potential adverse effects per the device instructions for use (IFU). Factors that could impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. As reported, the atrial fibrillation was caused by the anemia. Heart failure is listed in the device IFU under potential adverse events, and could be related to several factors (procedure, patient comorbidities). It was reported that the heart failure was due to severe valvular disease and acute blood loss anemia. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Per the physician, the valve did not cause or contribute to the death and the cause of death was multiorgan failure after cardiac arrest and worsening renal failure. However, a conclusive root cause of these events could not be determined from the information available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that heart computed tomography (CT) showed bilateral iliofemoral arteries with moderate tortuosity bilaterally and severe mitral calcification. Chest CT showed pulmonary edema. Acute heart failure and acute blood loss anemia were noted. Gi procedures were required to treat the gi bleed. Patient was discharged but readmitted a short time later. Echocardiogram then showed a decline in left ventricle function to 40-45%. Fluid hydration was provided and high potassium was treated. Severe mitral stenosis and mitral regurgitation were noted. Cardiac arrest. After cardiac arrest, renal function deteriorated and was in multifactorial shock required an increasing vasopressor dose and increased lactic acidosis and multi-organ failure. No dialysis was decided with dnr (do not resuscitate) status. Terminal extubation and comfort measures were provided. The patient died five years, ten months and three days following valve implant. Per the physician, the valve did not cause or contribute to the death and the cause of death was multiorgan failure after cardiac arrest and worsening renal failure. No autopsy was performed.

Manufacturer narrative:
Updated data: b2, b5, h1, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years, ten months following the implant of this transcatheter bioprosthetic valve, the patient complained of shortness of breath and hemoglobin level was low. Approximately one month later, a watchman device and procedure was performed due to the high risk of bleeding events (including gastrointestinal hemorrhage) as result of long-term/chronic use of oral anticoagulant medication prescribed for atrial fibrillation and risk reduction of cerebral hemorrhage. Approximately five years, four months following valve implant, as part of watchman follow-up, a transesophageal echocardiogram was performed which showed severe aortic stenosis and severe mitral stenosis. Per the physician, the aortic and mitral stenosis was due to the progression of severe calcification; the valve was not a contributing factor to the mitral stenosis. Approximately five and a half years after valve implant, diagnostic tests included right and left heart catheterizations which confirmed the severe aortic stenosis. The patient reported complaint of shortness of breath with activity. Per the cardiovascular surgeon, the patient is a high risk for surgical intervention. Computed tomography of the chest, abdomen, pelvis, heart and cardiac structures was scheduled for a future date. Approximately five years, nine months following valve implant, the patient presented to the emergency department with complaint of shortness of breath, orthopnea, chest pressure, and fatigue experienced for the past month. Within the previous three days, the patient noted the presence of black stool. An occult blood test showed revealed the hemoglobin level was 6.6g/dl. An x-ray of the chest showed evidence of congestive heart failure. It was noted respiratory difficulty and heart failure were observed due to severe valvular disease and acute blood loss anemia. Persistent atrial fibrillation was present due to anemia. Unrelated gastrointestinal (gi) bleed was noted. Medications were adjusted. Two units of packed red blood cells were transfused. Nt pro bnp elevation was at 10,196 picograms per milliliter (pg/ml). Lactic acid was measured at 6.5 millimoles per liter (mmol/l) and creatinine was elevated to 1.69 milligrams per deciliter (mg/dl). Abg (arterial blood gas) on admission with po2 (partial pressure of oxygen) was at 58 millimeters of mercury (mmhg) and was on ongoing oxygen. Hemoglobin was at 9.0 grams per deciliter (gm/dl). The patient was admitted to the int ensive care (ICU) unit and was discharged three days following admission. Eight days later the patient was readmitted after increased shortness of breath over previous week. Cough and bilateral lower extremity swelling while on diuretic medication. Nt pro bnp were greater than 16,000 pg/ml. Parainfluenza panel positive, but covid test was negative. It was determined that the respiratory viral infection exacerbated the heart failure. Glomerular filtration rate (gfr) decrease to 28-32 milliliters per minute (ml/min) and medication was administered. Troponin elevated and physicians felt it was due to the heart failure, valve status, and kidney function and not acute coronary syndrome (acs). Electrocardiogram (ECG) did not show any acute changes with paced rhythm. Chest x-ray shows mildcentral thoracic congestion improved from previous hospital admission. Acute kidney injury (aki) were reported with bilateral lower extremity edema but were not related to the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.